Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient was going to turn the stimulation up but she did not usually ever have to mess with programming for her bladder but she has had a couple of accidents. The patient stated that she tried to do it with the antenna and she put the device straight there but it had a question mark. The patient mentioned that she changed the antenna because she also had one for pain but she still got the question mark. The patient noted that she has had it since 2010 and was thinking the ins battery must have gone out. The patient also reported that she was not feeling it and that she was still having issues with it. It was reported that she knew it was not on. The patient noted that they were going to replace it but they told her she could replace it when she was ready. The patient stated that her health care professional told her it would last 7 years. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient was going to turn the stimulation up but she did not usually ever have to mess with programming for her bladder but she has had a couple of accidents. The patient stated that she tried to do it with the antenna and she put the device straight there but it had a question mark. The patient mentioned that she changed the antenna because she also had one for pain but she still got the question mark. The patient noted that she has had it since 2010 and was thinking the ins battery must have gone out. The patient also reported that she was not feeling it and that she was still having issues with it. It was reported that she knew it was not on. The patient again stated that she was having issues with it coming on and going off, but it was working okay.the patient noted that they were going to replace it but they told her she could replace it when she was ready. The patient stated that her health care professional told her it would last 7 years. There were no further symptoms or complications reported or anticipated.